Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited no capture. The lead was not used and replaced. All electrical parameters were in range, the patient was in good condition prior and post operation.